Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not running. They stated that the pump "stops running" with "no messages or errors". They provided no further information. Mmdg did make multiple attempts to follow up with the initial reporter, but those attempts were unsuccessful. No adverse effect to the patient was reported due to the complaint. (B)(4).